Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein one lead was explanted. The ipg was not replaced. Device malfunction was suspected with the lead. The patient was doing well postoperatively.

Event description:
A report was received that the patient was not getting adequate pain relief and the ipg was having an accelerated depletion and needed to charge frequently. It was noted that 3 contacts was reported having high impedances. Database analysis revealed that the patient was not charging long enough to get a full charge and was using stimulation with high settings. The impedance measurements were observed to be within a normal range and the device appeared to be working as expected. The patient will undergo a revision procedure wherein the ipg and the lead will be replaced.

Event description:
A report was received that the patient was not getting adequate pain relief and the ipg was having an accelerated depletion and needed to charge frequently. It was noted that 3 contacts was reported having high impedances. Database analysis revealed that the patient was not charging long enough to get a full charge and was using stimulation with high settings. The impedance measurements were observed to be within a normal range and the device appeared to be working as expected. The patient will undergo a revision procedure wherein the ipg and the lead will be replaced.

Manufacturer narrative:
Sc-2218-70 (sn (B)(4)) the complaint had been confirmed. Visual (microscope) and x-ray inspection of the lead revealed that multiple cables were completely broken at the bent/kinked location of the lead. The bent/kinked locations were 1 cm from both sides of the set screw mark of the clik anchor. There were no exposed cables at the fracture locations. Additional visual inspection found that the lead body was cleanly cut 26 cm from the distal end. The clean cut damage was a result of a typical procedure and it was not considered a failure. Sc-4316 (ln 16744666) eyelets of the both click anchors were torn and no parts of it are missing.

Event description:
A report was received that the patient was not getting adequate pain relief and the ipg was having an accelerated depletion and needed to charge frequently. It was noted that 3 contacts was reported having high impedances. Database analysis revealed that the patient was not charging long enough to get a full charge and was using stimulation with high settings. The impedance measurements were observed to be within a normal range and the device appeared to be working as expected. The patient will undergo a revision procedure wherein the ipg and the lead will be replaced.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm.